Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a procedure three days prior (patient gender, age and weight unknown). According to the complainant, the balloon burst after the procedure while the physician demonstrated the device to the nurse. There was no patient involvement during this event.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.